Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. It was also reported that the implantable pulse generator (ipg) wasn't firing. Device remains in use. No further patient complications have been reported as a result of this event.